Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration/malposition of essure device - uterine cornua (right)/left: essure device was noted to be embedded inside the fallopian tube'), device dislocation ('malposition of device') and genital haemorrhage ('excessive bleeding') in a 27-year-old female patient who had essure (batch no. 632031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("bladder/urinary problems: uti"), nausea ("nausea"), oropharyngeal discomfort ("autoimmune disorder type of disorder: throat") and osteopetrosis ("osteopetrosis"). On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia(heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), dermatitis allergic ("allergy: rash/allergic or hypersensitivity reaction"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine/migraines / headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary incontinence ("bladder or urinary problems or changes: bladder leakage"), vaginal discharge ("vaginal discharge"), vision blurred ("vision problem / blurry vision") and eye disorder ("eye disorder") and was found to have weight increased ("weight gain"). On (B)(6) 2018, the patient experienced urticaria ("rashes or skin conditions ¿ hives"). On (B)(6) 2018, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), hypersensitivity ("hypersensitivity/allergic or hypersensitivity reaction"), skin disorder ("skin condition"), abdominal pain lower ("lower abdomen pain"), skin disorder nos ("skin disorder") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). The patient was treated with surgery (ablation and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device dislocation, dyspareunia, pelvic pain, abdominal pain, dermatitis allergic, hypersensitivity, skin disorder, urinary tract infection, vaginal haemorrhage, urinary incontinence, urticaria, vaginal discharge, abdominal pain lower, vision blurred, eye disorder, oropharyngeal discomfort, osteopetrosis, skin disorder nos and female sexual dysfunction outcome was unknown, the genital haemorrhage, menorrhagia, fatigue, alopecia, migraine, nausea and weight increased had resolved and the dysmenorrhoea was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, dermatitis allergic, device dislocation, dysmenorrhoea, dyspareunia, embedded device, eye disorder, fatigue, female sexual dysfunction, genital haemorrhage, hypersensitivity, menorrhagia, migraine, nausea, oropharyngeal discomfort, osteopetrosis, pelvic pain, skin disorder, urinary incontinence, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vision blurred, weight increased and skin disorder nos to be related to essure. The reporter commented: patient received treatment for dyspareunia, pelvic/ abdominal, dysmenorrhea, menorrhagia, migration, uti, fatigue, hai r loss, migraine, nausea, weight gain. Current weight: 177 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion, successful occlusion of both fallopian tubes, following essure placement.. Ultrasound scan - on an unknown date: the left essure device appears appropriately positioned with its proximal tip in the endometrial cornua. However, the right essure device does not appear to be proximally seen in the right cornua.. X-ray - on (B)(6) 2018: removal of essure devices in their entirety. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: left-essure device was noted to be embedded inside the fallopian tube and right: essure device embedded in the uterine cornua lot number: 632031 manufacture date: 2009-04 expiration date: 2012-04 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-may-2020: pfs received: event coding changed from visual impairment to blurred vision. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a(B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), rash ("allergy: rash"), hypersensitivity ("hypersensitivity"), skin disorder ("skin condition"), urinary tract infection ("bladder/urinary problems: uti"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral),oophorectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, dyspareunia, pelvic pain, abdominal pain, dysmenorrhoea, rash, hypersensitivity, skin disorder and urinary tract infection outcome was unknown and the menorrhagia, fatigue, alopecia, migraine, nausea and weight increased had resolved. The reporter considered abdominal pain, alopecia, device dislocation, dysmenorrhoea, dyspareunia, fatigue, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, rash, skin disorder, urinary tract infection and weight increased to be related to essure. The reporter commented: patient received treatment for dyspareunia, pelvic/ abdominal, dysmenorrhea, menorrhagia, migration, uti, fatigue, hai r loss, migraine, nausea, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2019: pfs received: previously reported event "injury " replaced with ¿migration¿, ,events- ¿dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), allergy: rash, skin condition, hypersensitivity, bladder/urinary problems: uti, fatigue, hair loss, migraine, nausea, weight gain¿, reporter information, lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration/malposition of essure device - uterine cornua (right)/left: essure device was noted to be embedded inside the fallopian tube'), device breakage ('retained essure fragment in uterus'), complication of device removal ('retained essure fragment in uterus'), device dislocation ('malposition of device') and genital haemorrhage ('excessive bleeding') in a 27-year-old female patient who had essure (batch no. 632031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cystocele, genital blister, multigravida, multiparous and right lower quadrant pain. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("bladder/urinary problems: uti"), nausea ("nausea"), oropharyngeal discomfort ("autoimmune disorder type of disorder: throat") and osteopetrosis ("osteopetrosis"). On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), heavy menstrual bleeding ("menorrhagia(heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), dermatitis allergic ("allergy: rash/allergic or hypersensitivity reaction"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine/migraines / headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary incontinence ("bladder or urinary problems or changes: bladder leakage"), vaginal discharge ("vaginal discharge"), vision blurred ("vision problem / blurry vision") and eye disorder ("eye disorder") and was found to have weight increased ("weight gain"). On (B)(6) 2018, the patient experienced urticaria ("rashes or skin conditions ¿ hives"). On (B)(6) 2018, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), complication of device removal (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), hypersensitivity ("hypersensitivity/allergic or hypersensitivity reaction"), skin disorder ("skin condition"), abdominal pain lower ("lower abdomen pain") and skin disorder nos ("skin disorder"). The patient was treated with surgery (ablation, bilateral salpingectomy and total vaginal hysterectomy, d&c, diagnostic hysteroscopy, suction curettage). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device breakage, complication of device removal, device dislocation, dyspareunia, pelvic pain, abdominal pain, female sexual dysfunction, dermatitis allergic, hypersensitivity, skin disorder, urinary tract infection, vaginal haemorrhage, urinary incontinence, urticaria, vaginal discharge, abdominal pain lower, vision blurred, eye disorder, oropharyngeal discomfort, osteopetrosis and skin disorder nos outcome was unknown, the genital haemorrhage, heavy menstrual bleeding, fatigue, alopecia, migraine, nausea and weight increased had resolved and the dysmenorrhoea was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, complication of device removal, dermatitis allergic, device breakage, device dislocation, dysmenorrhoea, dyspareunia, embedded device, eye disorder, fatigue, female sexual dysfunction, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, migraine, nausea, oropharyngeal discomfort, osteopetrosis, pelvic pain, skin disorder, urinary incontinence, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vision blurred, weight increased and skin disorder nos to be related to essure. The reporter commented: patient received treatment for dyspareunia, pelvic/ abdominal, dysmenorrhea, menorrhagia, migration, uti, fatigue, hai r loss, migraine, nausea, weight gain. Current weight: 177 lbs product removal date updated from (B)(6) 2018 to (B)(6) 2018 (as complete essure removal including remnants is done on this date). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion, successful occlusion of both fallopian tubes, following essure placement. Ultrasound scan - on an unknown date: the left essure device appears appropriately positioned with its proximal tip in the endometrial cornua. However, the right essure device does not appear to be proximally seen in the right cornua.. X-ray - on (B)(6) 2018: removal of essure devices in their entirety. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: left-essure device was noted to be embedded inside the fallopian tube and right: essure device embedded in the uterine cornua, retained essure fragment in uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain lot number: 632031, manufacture date: 2009-04, and expiration date: 2012-04. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-jun-2021: medical record received. Reporter informationand patient medical history added. Event: retained essure fragment in uterus was added. Reporter causality comment added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration/malposition of essure device uterine cornua (right)/left: essure device was noted to be embedded inside the fallopian tube'), device breakage ('retained essure fragment in uterus'), complication of device removal ('retained essure fragment in uterus'), device dislocation ('malposition of device') and genital haemorrhage ('excessive bleeding') in a 27-year-old female patient who had essure (batch no. 632031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cystocele, genital blister, multigravida, multiparous and right lower quadrant pain. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("bladder/urinary problems: uti"), nausea ("nausea"), oropharyngeal discomfort ("autoimmune disorder type of disorder: throat") and osteopetrosis ("osteopetrosis"). On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), heavy menstrual bleeding ("menorrhagia(heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), dermatitis allergic ("allergy: rash/allergic or hypersensitivity reaction"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine/migraines / headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary incontinence ("bladder or urinary problems or changes: bladder leakage"), vaginal discharge ("vaginal discharge"), vision blurred ("vision problem / blurry vision") and eye disorder ("eye disorder") and was found to have weight increased ("weight gain"). On (B)(6) 2018, the patient experienced urticaria ("rashes or skin conditions hives"). On (B)(6) 2018, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), complication of device removal (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), hypersensitivity ("hypersensitivity/allergic or hypersensitivity reaction"), skin disorder ("skin condition"), abdominal pain lower ("lower abdomen pain") and skin disorder nos ("skin disorder"). The patient was treated with surgery (ablation, bilateral salpingectomy and total vaginal hysterectomy, d&c, diagnostic hysteroscopy, suction curettage). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device breakage, complication of device removal, device dislocation, dyspareunia, pelvic pain, abdominal pain, female sexual dysfunction, dermatitis allergic, hypersensitivity, skin disorder, urinary tract infection, vaginal haemorrhage, urinary incontinence, urticaria, vaginal discharge, abdominal pain lower, vision blurred, eye disorder, oropharyngeal discomfort, osteopetrosis and skin disorder nos outcome was unknown, the genital haemorrhage, heavy menstrual bleeding, fatigue, alopecia, migraine, nausea and weight increased had resolved and the dysmenorrhoea was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, complication of device removal, dermatitis allergic, device breakage, device dislocation, dysmenorrhoea, dyspareunia, embedded device, eye disorder, fatigue, female sexual dysfunction, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, migraine, nausea, oropharyngeal discomfort, osteopetrosis, pelvic pain, skin disorder, urinary incontinence, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vision blurred, weight increased and skin disorder nos to be related to essure. The reporter commented: patient received treatment for dyspareunia, pelvic/ abdominal, dysmenorrhea, menorrhagia, migration, uti, fatigue, hai r loss, migraine, nausea, weight gain. Current weight: 177 lbs product removal date updated from to (B)(6) 2018 (as complete essure removal including remnants is done on this date). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Hysterosalpingogram on (B)(6) 2009: total bilateral occlusion, successful occlusion of both fallopian tubes, following essure placement. Ultrasound scan on an unknown date: the left essure device appears appropriately positioned with its proximal tip in the endometrial cornua. However, the right essure device does not appear to be proximally seen in the right cornua. X-ray on (B)(6) 2018: removal of essure devices in their entirety. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: left-essure device was noted to be embedded inside the fallopian tube and right: essure device embedded in the uterine cornua, retained essure fragment in uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Lot number: 632031 manufacture date: 2009-04 expiration date: 2012-04. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration/malposition of essure device - uterine cornua (right)/left: essure device was noted to be embedded inside the fallopian tube'), device dislocation ('malposition of device') and genital haemorrhage ('excessive bleeding') in a 27-year-old female patient who had essure (batch no. 632031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and urinary tract infection ("bladder/urinary problems: uti"). On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia(heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), dermatitis allergic ("allergy: rash/allergic or hypersensitivity reaction"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine/migraines / headaches"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary incontinence ("bladder or urinary problems or changes: bladder leakage"), vaginal discharge ("vaginal discharge"), visual impairment ("vision problem") and eye disorder ("eye disorder") and was found to have weight increased ("weight gain"). On (B)(6) 2018, the patient experienced urticaria ("rashes or skin conditions ¿ hives"). On (B)(6) 2018, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), hypersensitivity ("hypersensitivity/allergic or hypersensitivity reaction"), skin disorder ("skin condition"), abdominal pain lower ("lower abdomen pain"), oropharyngeal discomfort ("autoimmune disorder type of disorder: throat"), osteopetrosis ("osteopetrosis"), skin disorder nos ("skin disorder") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). The patient was treated with surgery (ablation and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device dislocation, dyspareunia, pelvic pain, abdominal pain, dermatitis allergic, hypersensitivity, skin disorder, urinary tract infection, vaginal haemorrhage, urinary incontinence, urticaria, vaginal discharge, abdominal pain lower, visual impairment, eye disorder, oropharyngeal discomfort, osteopetrosis, skin disorder nos and female sexual dysfunction outcome was unknown, the genital haemorrhage, menorrhagia, fatigue, alopecia, migraine, nausea and weight increased had resolved and the dysmenorrhoea was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, dermatitis allergic, device dislocation, dysmenorrhoea, dyspareunia, embedded device, eye disorder, fatigue, female sexual dysfunction, genital haemorrhage, hypersensitivity, menorrhagia, migraine, nausea, oropharyngeal discomfort, osteopetrosis, pelvic pain, skin disorder, urinary incontinence, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, visual impairment, weight increased and skin disorder nos to be related to essure. The reporter commented: patient received treatment for dyspareunia, pelvic/ abdominal, dysmenorrhea, menorrhagia, migration, uti, fatigue, hai r loss, migraine, nausea, weight gain. Current weight: 177 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion, successful occlusion of both fallopian tubes, following essure placement. Ultrasound scan - on an unknown date: the left essure device appears appropriately positioned with its proximal tip in the endometrial cornua. However, the right essure device does not appear to be proximally seen in the right cornua. X-ray - on (B)(6) 2018: removal of essure devices in their entirety. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: left-essure device was noted to be embedded inside the fallopian tube and right: essure device embedded in the uterine cornua lot number: 632031, manufacture date: 2009-04, expiration date: 2012-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: pfs received: event malposition of device added. Even onset date were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration/malposition of essure device - uterine cornua (right)/left: essure device was noted to be embedded inside the fallopian tube'), device dislocation ('malposition of device') and genital haemorrhage ('excessive bleeding') in a 27-year-old female patient who had essure (batch no. 632031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and urinary tract infection ("bladder/urinary problems: uti"). On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia(heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), dermatitis allergic ("allergy: rash/allergic or hypersensitivity reaction"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine/migraines / headaches"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary incontinence ("bladder or urinary problems or changes: bladder leakage"), vaginal discharge ("vaginal discharge"), visual impairment ("vision problem") and eye disorder ("eye disorder") and was found to have weight increased ("weight gain"). On (B)(6) 2018, the patient experienced urticaria ("rashes or skin conditions ¿ hives"). On (B)(6) 2018, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), hypersensitivity ("hypersensitivity/allergic or hypersensitivity reaction"), skin disorder ("skin condition"), abdominal pain lower ("lower abdomen pain"), oropharyngeal discomfort ("autoimmune disorder type of disorder: throat"), osteopetrosis ("osteopetrosis"), skin disorder nos ("skin disorder") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). The patient was treated with surgery (ablation and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device dislocation, dyspareunia, pelvic pain, abdominal pain, dermatitis allergic, hypersensitivity, skin disorder, urinary tract infection, vaginal haemorrhage, urinary incontinence, urticaria, vaginal discharge, abdominal pain lower, visual impairment, eye disorder, oropharyngeal discomfort, osteopetrosis, skin disorder nos and female sexual dysfunction outcome was unknown, the genital haemorrhage, menorrhagia, fatigue, alopecia, migraine, nausea and weight increased had resolved and the dysmenorrhoea was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, dermatitis allergic, device dislocation, dysmenorrhoea, dyspareunia, embedded device, eye disorder, fatigue, female sexual dysfunction, genital haemorrhage, hypersensitivity, menorrhagia, migraine, nausea, oropharyngeal discomfort, osteopetrosis, pelvic pain, skin disorder, urinary incontinence, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, visual impairment, weight increased and skin disorder nos to be related to essure. The reporter commented: patient received treatment for dyspareunia, pelvic/ abdominal, dysmenorrhea, menorrhagia, migration, uti, fatigue, hai r loss, migraine, nausea, weight gain. Current weight: 177 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion, successful occlusion of both fallopian tubes, following essure placement.. Ultrasound scan - on an unknown date: the left essure device appears appropriately positioned with its proximal tip in the endometrial cornua. However, the right essure device does not appear to be proximally seen in the right cornua.. X-ray - on (B)(6) 2018: removal of essure devices in their entirety. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: left-essure device was noted to be embedded inside the fallopian tube and right: essure device embedded in the uterine cornua lot number: 632031, manufacture date: 2009-04, expiration date: 2012-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration/malposition of essure device - uterine cornua (right)/left: essure device was noted to be embedded inside the fallopian tube') and genital haemorrhage ('excessive bleeding') in a 27-year-old female patient who had essure (batch no. 632031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia(heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), dermatitis allergic ("allergy: rash/allergic or hypersensitivity reaction"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine/migraines / headaches"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary incontinence ("bladder or urinary problems or changes: bladder leakage"), vaginal discharge ("vaginal discharge"), visual impairment ("vision problem") and eye disorder ("eye disorder") and was found to have weight increased ("weight gain"), 8 days after insertion of essure. On (B)(6) 2018, the patient experienced urticaria ("rashes or skin conditions ¿ hives"). On (B)(6) 2018, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), hypersensitivity ("hypersensitivity/allergic or hypersensitivity reaction"), skin disorder ("skin condition"), urinary tract infection ("bladder/urinary problems: uti"), abdominal pain lower ("lower abdomen pain"), oropharyngeal discomfort ("autoimmune disorder type of disorder: throat"), osteopetrosis ("osteopetrosis"), skin disorder nos ("skin disorder") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). The patient was treated with surgery (ablation and laparoscopic removal of essure devices, bilateral total salpingectomies). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, dyspareunia, pelvic pain, abdominal pain, dermatitis allergic, hypersensitivity, skin disorder, urinary tract infection, vaginal haemorrhage, urinary incontinence, urticaria, vaginal discharge, abdominal pain lower, visual impairment, eye disorder, oropharyngeal discomfort, osteopetrosis, skin disorder nos and female sexual dysfunction outcome was unknown, the genital haemorrhage, menorrhagia, fatigue, alopecia, migraine, nausea and weight increased had resolved and the dysmenorrhoea was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, dermatitis allergic, dysmenorrhoea, dyspareunia, embedded device, eye disorder, fatigue, female sexual dysfunction, genital haemorrhage, hypersensitivity, menorrhagia, migraine, nausea, oropharyngeal discomfort, osteopetrosis, pelvic pain, skin disorder, urinary incontinence, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, visual impairment, weight increased and skin disorder nos to be related to essure. The reporter commented: patient received treatment for dyspareunia, pelvic/ abdominal, dysmenorrhea, menorrhagia, migration, uti, fatigue, hai r loss, migraine, nausea, weight gain. Current weight: 177 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion, successful occlusion of both fallopian tubes, following essure placement. Ultrasound scan - on an unknown date: the left essure device appears appropriately positioned with its proximal tip in the endometrial cornua. However, the right essure device does not appear to be proximally seen in the right cornua.. X-ray - on (B)(6) 2018: removal of essure devices in their entirety. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: left-essure device was noted to be embedded inside the fallopian tube and right: essure device embedded in the uterine cornua lot number: 632031, manufacture date: 2009-04, expiration date: 2012-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-nov-2019: added event autoimmune disorder type of disorder: throat, vision problem, eye disorder, osteopetrosis, skin disorder , apareunia updated event genital haemorrhage to incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration/malposition of essure device - uterine cornua (right)/left: essure device was noted to be embedded inside the fallopian tube') and genital haemorrhage ('excessive bleeding') in a 27-year-old female patient who had essure (batch no. 632031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia(heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), dermatitis allergic ("allergy: rash/allergic or hypersensitivity reaction"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine/migraines / headaches"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary incontinence ("bladder or urinary problems or changes: bladder leakage") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"), 8 days after insertion of essure. On (B)(6) 2018, the patient experienced urticaria ("rashes or skin conditions ¿ hives"). On (B)(6) 2018, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), hypersensitivity ("hypersensitivity/allergic or hypersensitivity reaction"), skin disorder ("skin condition"), urinary tract infection ("bladder/urinary problems: uti") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (laparoscopic removal of essure devices, bilateral total salpingectomies). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, dyspareunia, pelvic pain, abdominal pain, dermatitis allergic, hypersensitivity, skin disorder, urinary tract infection, vaginal haemorrhage, urinary incontinence, urticaria, vaginal discharge and abdominal pain lower outcome was unknown, the genital haemorrhage, menorrhagia, fatigue, alopecia, migraine, nausea and weight increased had resolved and the dysmenorrhoea was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, dermatitis allergic, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, skin disorder, urinary incontinence, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for dyspareunia, pelvic/ abdominal, dysmenorrhea, menorrhagia, migration, uti, fatigue, hai r loss, migraine, nausea, weight gain. Current weight: 177 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion, successful occlusion of both fallopian tubes, following essure placement. Ultrasound scan - on an unknown date: the left essure device appears appropriately positioned with its proximal tip in the endometrial cornua. However, the right essure device does not appear to be proximally seen in the right cornua. X-ray - on (B)(6) 2018: removal of essure devices in their entirety. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: left-essure device was noted to be embedded inside the fallopian tube and right: essure device embedded in the uterine cornua. Lot number: 632031 manufacture date: 2009-04 expiration date: 2012-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-oct-2019: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration/malposition of essure device - uterine cornua (right)/left: essure device was noted to be embedded inside the fallopian tube') and genital haemorrhage ('excessive bleeding') in a 27-year-old female patient who had essure (batch no. 632031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia(heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), dermatitis allergic ("allergy: rash/allergic or hypersensitivity reaction"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine/migraines / headaches"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary incontinence ("bladder or urinary problems or changes: bladder leakage") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"), 8 days after insertion of essure. On (B)(6) 2018, the patient experienced urticaria ("rashes or skin conditions ¿ hives"). On (B)(6) 2018, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), hypersensitivity ("hypersensitivity/allergic or hypersensitivity reaction"), skin disorder ("skin condition"), urinary tract infection ("bladder/urinary problems: uti") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (laparoscopic removal of essure devices, bilateral total salpingectomies). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, dyspareunia, pelvic pain, abdominal pain, dermatitis allergic, hypersensitivity, skin disorder, urinary tract infection, vaginal haemorrhage, urinary incontinence, urticaria, vaginal discharge and abdominal pain lower outcome was unknown, the genital haemorrhage, menorrhagia, fatigue, alopecia, migraine, nausea and weight increased had resolved and the dysmenorrhoea was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, dermatitis allergic, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, skin disorder, urinary incontinence, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for dyspareunia, pelvic/ abdominal, dysmenorrhea, menorrhagia, migration, uti, fatigue, hai r loss, migraine, nausea, weight gain. Current weight: 177 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion, successful occlusion of both fallopian tubes, following essure placement. Ultrasound scan - on an unknown date: the left essure device appears appropriately positioned with its proximal tip in the endometrial cornua. However, the right essure device does not appear to be proximally seen in the right cornua.. X-ray - on (B)(6) 2018: removal of essure devices in their entirety. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: left-essure device was noted to be embedded inside the fallopian tube and right: essure device embedded in the uterine cornua. Most recent follow-up information incorporated above includes: on 30-sep-2019: pfs received. Events per pfs: vaginal bleeding, bladder leakage, hives, vaginal discharge, abdominal pain lower were added. Lot number received. Events per mr: left-essure device was noted to be embedded inside the fallopian tube and right: essure device embedded in the uterine cornua. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.